Event description:
It was reported that the patient was admitted to the intensive care unit following vns implant because the patient's lungs collapsed. It was later reported that the patient was discharged from the hospital and was recovered. The physician reported that the patient developed right and left sided pneumothorax due to barotrauma after vns implant. Chest tubes were placed while the patient's lungs healed. The physician reported that the event was related to positive pressure ventilation and not related to vns therapy.